Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a surgery, a evos small 2.5mm drill w/ao qc long bit broke inside patient while drilling. Piece was unable to be remove from patient. The procedure was completed, with a delay less than 30 min, using a s+n back up device. Patient has a foreign body inside.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the threaded tip, rendering the device inoperative. The fractured components were not returned with the device. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports the breakage of the evos qc long drill bit, not all the broken pieces were retrieved from the patient. One undated photo of the device was provided for review and confirms the reported breakage. It was communicated via e-mail that the drill bit was left in the bone and there are currently no plans to retrieve the retained drill bit. Based on the limited information provided the root cause of the reported issue cannot be determined. The evos drill is made of 17-4 ph stainless steel. The drill is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and retained foreign body could not be definitively determined. Micro-motion or movement is unlikely as it was reported that the bit was left in the bone. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. A potential probable cause of this event could be but is not limited to abnormal loadings on the device or fatigue of the material. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the threaded tip, rendering the device inoperative. The fractured components were not returned with the device. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports the breakage of the evos qc long drill bit, not all the broken pieces were retrieved from the patient. One undated photo of the device was provided for review and confirms the reported breakage. It was communicated via e-mail that the drill bit was left in the bone and there are currently no plans to retrieve the retained drill bit. Based on the limited information provided the root cause of the reported issue cannot be determined. The evos drill is made of 17-4 ph stainless steel. The drill is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and retained foreign body could not be definitively determined. Micro-motion or movement is unlikely as it was reported that the bit was left in the bone. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Some potential probable causes for this event could include rough handling or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the threaded tip, rendering the device inoperative. The fractured components were not returned with the device. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports the breakage of the evos qc long drill bit, not all the broken pieces were retrieved from the patient. One undated photo of the device was provided for review and confirms the reported breakage. It was communicated via e-mail that the drill bit was left in the bone and there are currently no plans to retrieve the retained drill bit. Based on the limited information provided the root cause of the reported issue cannot be determined. The evos drill is made of 17-4 ph stainless steel. The drill is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and retained foreign body could not be definitively determined. Micro-motion or movement is unlikely as it was reported that the bit was left in the bone. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. A potential probable cause of this event could be but is not limited to abnormal loadings on the device or fatigue of the material. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.